Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received indicated that a recurrent alert was detected for the ICD and rv lead system as it exhibited high out of range shock impedance measurements. No adverse patient effects were reported.

Event description:
Boston scientific received information that an alert was detected for this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead system as it exhibited high out of range shock impedance measurement. Additional information indicated that the cause of the high out of range shock impedance measurement was not determined. The physician will continue to monitor the patient. This device and lead system remains in service. No adverse patient effects were reported.

Event description:
Additional information was received that this ICD and rv lead were revised due to high out of range shock impedances that were displayed a few days prior when a shocks were delivered. The lead was capped, and the device was explanted and replaced per the physician request. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. High power visual inspection of the device header and seal plugs noted no anomalies, and the seal ring marks indicated there was a full lead insertion in all lead barrels. Pin gauge testing designed to verify proper port dimensions was completed, and each port measured as expected. The device was then exposed to simulated heart load conditions, where the pacing, sensing, and defibrillation functions were tested. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Laboratory analysis did not identify any device characteristics that would have caused or contributed to the report high out of range shock lead impedances.

Event description:
This report is being filed with analysis details.